Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe would not cut during a procedure on the left eye. The function of the aspiration was not provided. The product was replaced with another. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information (the probe was not aspirating) received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported the event occurred at the beginning of the vitrectomy procedure. There was no vacuum/aspiration present.